Event description:
Boston scientific crm received information that latitude detected a red alert from this implantable cardioverter defibrillator (ICD) due to out of range right ventricular (rv) impedances of greater than 2000 ohms. It was noted that noise could be produced with pocket manipulation. Technical services (ts) discussed performing an x-ray, and that this could be a lead problem or connection issue. It was noted that the patient was not pacemaker dependant, and the noise was not being sensed by the device. The plan for the patient was to admit them and possibly perform a device/lead revision. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the patient is a weightlifter. There was another impedance measurement of greater than 2000 ohms, and noise was able to be created when pushing where the leads go into the header. There was no noise when pushing at the back of the header. A revision procedure was performed, during which a loose connection was found. The lead was tested through the pacing system analyzer (psa) and was then re-attached to the device with normal measurements. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the device and lead were checked again several times with normal results; therefore, the physician elected to leave the system as is. The patient will continue to be monitored.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.